Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A small pericardial effusion was noted pre procedure. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the physician then began to check release criteria. Before completing the release criteria check it was noted on transesophageal echocardiogram (tee) that the patient's preexisting pericardial effusion had grown. The wds was removed from the patient and the physician performed a pericardiocentesis. The procedure was aborted. The patient was brought back to stable conditions, stayed in the intensive care unit overnight, and is expected to make a full recovery from these events.

Manufacturer narrative:
H6 patient codes: cardiac tamponade code e0605 added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A small pericardial effusion was noted pre procedure. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the physician then began to check release criteria. Before completing the release criteria check it was noted on transesophageal echocardiogram (tee) that the patient's preexisting pericardial effusion had grown. The wds was removed from the patient and the physician performed a pericardiocentesis. The procedure was aborted. The patient was brought back to stable conditions, stayed in the intensive care unit overnight, and is expected to make a full recovery from these events. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.